Event description:
Report received of an overdelivery. The pump settings and the medication being administered could not be recalled. The medication being administered could not be recalled. The customer reported that a patient received a 30mg overdelivery of an unspecified medication. There is no tracking information available (location, patient, or nurse). Though multiple attempts were made to obtain additional information from the customer, there was no further information available.